Manufacturer narrative:
(B)(4). Additional information: device not received for evaluation, photograph of clips were submitted for review a back table shot of four clips showing malformed clips was received. The far left clip was pear shape. The top clip, although formed, had both the legs slightly bent in the same direction. The bottom left clip also had both legs bent in the same direction, but the inner leg had a more pronounce bend. The bottom right clip had the clip legs separated widely as in the shape of a bowl. The clips whose clip legs have been partially formed toward each other are probably indicative of two things; the device jaws having been fired over a hard object whereby the jaws have been damaged or there were forces applied to the clip while firing. It is imperative to bring all forces of the tissue on the clip to neutral before firing. The final clip whereby the legs are spread apart was most likely due to pulling the clip from the device. The device cannot fire a clip in that manner; that requires the device to pull the clip legs apart which it cannot mechanically accomplish. Based on the photographic evidence it appears that the device may have been fired over a hard object such that the jaws were damaged.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the clips were not forming correctly. Case completed with another device of the same product code. There were no patient consequences reported.